Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However, the fse identified that the safety disk was loose and expired, and had a worn fill port fitting. The fse replaced the safety disk and the fill port fitting. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while supporting a patient in ccu, they encountered a "low vacuum " alarm with the cs300 intra-aortic balloon pump (iabp). The iabp was swapped out without issue and original sent to bio-med awaiting evaluation. No patient harm, serious injury or adverse event was reported.